Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the main drawer 4.1 was failed. A field service engineer stated that the firmware needed to be updated to address drawer issues which had been sent to station, but customer had not performed reboot yet for firmware update to take place. Then the customer rebooted station and proceeded with storage space recoveries to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 was failed. Customer tried to reboot and recover but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.